Event description:
It was reported by the customer that a pyxis medstation es system device was not communicating, and the station was in disconnected mode and critical override. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not connected to the internet. A field service engineer tried a different cable, but it still did not work. A field service engineer found that the network port on the wall was bad and opened a ticket with hospital information technology. The system functioned as intended after the field service engineer troubleshooted the device.